Event description:
Patient was hospitalized for chronic heart failure and shock. A swan catheter was placed for continuous monitoring of the pa pressures. The caridiomems sensor readings were checked for accuracy. The sensor was recalibrated and the mean was increased by 16.5 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.